Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was replaced due to low flows. Medical doctor (md) could not resolve consistent low flows and waveforms were not able to get a flow performance of 2.5l at p5 without suction. The device was placed shallow, about 2cm. The md wanted to remove and place a 2nd device. No additional information was provided.